Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl on (B)(6) 2018. Customer did not mention symptom. Blood glucose value when admitted to hospital was 805 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer did not mention if the insulin pump system was using within 48 hours of reported high blood glucose reading event. Customer was treated with two different IV drops. The names of the hospital is (B)(6) hospital. The reporter name is (B)(6). The reporter phone number is unknown. Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. The drive support condition was not mentioned. Customer did not perform hp test. Products will not be returning for analysis.